Event description:
Pt reported obtaining back-to-back blood glucose results, of 250 mg/dl and 78 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: strip lot 300419 with expiration date 04/30/2008.

Manufacturer narrative:
The suspect product is the aviva test strip.